Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was cracked. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the unit primed properly. However, it was found that the latch/lock sensor was not recognizing locked status. The dso seal and latch/lock sensor were replaced to address these issues.

Event description:
It was reported that the pump was not priming well. Per reporter, the event occurred at the patient's home while in use. No patient harm/adverse event reported. During evaluation of the returned device, it was found the downstream occlusion seal was cracked and the latch/lock sensor was not recognizing locked status.